Manufacturer narrative:
Batch review performed on 30 march 2016. Lot 152603: (B)(4) items manufactured and released on 13 october 2015. Expiration date: 2020-09-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup double mobility hc liner ø 50/28, code 01.26.2850mhc, lot. 154206 ((B)(4)) (B)(4) items manufactured and released on 22 october 2015. Expiration date: 2020-10-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient presented with signs of an infection. The surgeon revised the head and liner and washed out the hip. The surgery was completed successfully. There are no x-rays or explants available for further investigation.

Manufacturer narrative:
On 30 may 2016 it was prepared a final report with the information already submitted in the initial report. On 02 june 2016 the report was sent to the initial reporter and the case was closed.